Event description:
It was reported that post implantation of a gastric band, the patient complained of feeling obstructed and unable to swallow. The patient had zero fills from the time that the device was implanted to the time it was removed. The device was explanted with no complications.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.